Event description:
The pt contacted lifescan alleging that his one touch fasttake meter was reading inaccurately erratic. The pt reported blood glucose of 44 mmol/l, 8.4 mmol/l, and 8.1 mmol/l with the lifescan meter, performed within 10 minutes of each other. Several weeks later the pt had a regularly scheduled appointment with his physician. Due to the erratic results, the physician advised the pt to purchase new reliable meter. The physician prescribed the patient metformin based on results from a calibrated lab device. Prior to the appointment, the pt had been managing his diabetes through diet. The pt neither alleged harm nor experienced injury or medical intervention. The customer care representative was unable to perform quality control testing, as the pt did not have control solution. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=1.1 mmol/l, thereby indicating a potential malfunction of the meter in terms of precision. The meter and test strips were replaced.

Event description:
Meter was reading inaccurately erratic. The patient reported blood glucose results of 4.4 mmol/l, 8.4 mmol/l, and 8.1 mmol/l with the lifescan meter, performed within 10 minutes of each other. Several weeks later the patient had a regularly scheduled appointment with patient's physician. Due to the erratic results, the physician advised the patient to purchase new reliable meter. The physician prescribed the patient metformin based on results from a calibrated lab device. Prior to the appointment, the patient had been managing patient's diabetes through diet. The patient alleged harm nor experienced injury or medical intervention. The customer care representative was unable to perform quality control testing, as the patient did not have control solution. The meter and test strips were replaced.